Event description:
Two days after a hysteroscopic endometrial ablation procedure, a 4" burn was noted on the pt's vaginal area. A karl storz resectoscope set was allegedly used during the procedure. Other than the cutting loop (single-use device) which was discarded, the rest of the equipment was checked by the bio-med and found to be in working order.